Event description:
It was reported that during a supply change the user did not lock the cartridge and reached the fill tubing step, at which point customer care guided the user back to the start and the user proceeded without further assistance, representing a use-of-device problem associated with an unspecified component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and the event was attributed to user handling during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.